Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The case was completed with cryo.

Manufacturer narrative:
Product event summary: data files were received. No patient data file was received. The failure data file analysis could not be performed due to an erroneous date. The registered date in the failure files was 01-01-2001. In conclusion, the reported issue of visible blood could not be confirmed through data file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The coaxial and electrical umbilical cables were replaced due to suspected noise on the mapping catheter signals, but the system notice persisted. The balloon catheter was replaced and the balloon was found ruptured and blood was found in the console. The blood was cleaned from the console port but a system notice was received multiple times indicating that there was a problem with the refrigerant port. The console was rebooted, but the self-test could not be passed. Blood continued to be expelled from the console port. Additional flushes were performed with a demo catheter to resolve the system notice. The outcome of this case is unknown. No patient complications have been reported as a result of this event.